Event description:
The customer stated that one patient sample generated higher than expected results for the architect ca19-9 using reagent lot 08851m500. A result of 93.7 u/ml was reported out to the medical provider on (B)(6) 2012. Another result of 85.1 u/ml was also reported out on (B)(6). Both results were generated using the recall lot. The patient sample was retested in june using a non-recall lot (14136m500) with a lower result of 20.8 u/ml. Due to the elevated results, the patient went through additional liver testing and other diagnostic procedures (no specific information was provided regarding the type of diagnostic procedures). No adverse impact to patient health was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.